Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and log review revealed recurring error c-33 05/15/2026. During testing, the unit displayed error code c-33 at startup, and the erbe logs recorded code c-00. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, errors were occurring on the energy generator. The site stated they repeatedly received c-00 errors when restarting the generator and had already attempted multiple restarts. Troubleshooting then involved advising that energy output would most likely not function during the procedure and confirming the site could swap to a different tower to continue. The procedure was aborted to another dv system no reported injury.